Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom mobile app continued to display glucose readings, and the user was guided to toggle settings, restart, and re-enter the sensor pairing code to reinitiate pairing. Symptoms included no adverse clinical effects and no reported changes in blood glucose status. Outcomes included no user injury, no medical intervention, and no interruption to glucose monitoring via the dexcom app. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that pairing to the ilet failed and was reattempted after device restarts and re-entry of the pairing code. It was concluded that the event was related to a communication or connectivity issue between the cgm and the ilet, with resolution in process following re-pairing steps.